Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would be replaced. The reason for this replacement was not given. Surgical intervention would be necessary to resolve the issue.

Manufacturer narrative:
Method code has been changed from (B)(4) to (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient's ipg was explanted and replaced. Replacement was due to the ipg being non-functional. Patient unable to recall when stimulation was lost. Patient used high stimulation settings. No complications were noted during the explant and replacement procedure. Patient is reportedly receiving effective therapy.